Event description:
A (B)(6) female pt contacted zoll customer support to report a service code 102 - charge profile fault. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon evaluation, there was a damaged trace at the negative lead of high-voltage capacitor c22 and resistor r45 was open. The cause for the code 102 is the open r45. The cause for the open resistor is an intermittent connection at c22. The cause of the intermittent connection is the damaged trace. The root cause for the damaged trace could not be positively identified. In addition, the front response button cover was intermittent in function. The root cause of the intermittent response button is physical damage to the response button. No adverse event resulted from the damaged trace or the response button. The pt received a replacement monitor.